Event description:
It was reported that a trochanteric fixation nail system was explanted from a patient due to pain. The patient was originally implanted with the trochanteric fixation nail system to treat a proximal femur fracture. Date of original surgery was reported as an unknown date in 2003. The surgeon decided to explant the hardware when the patient complained of pain on an unknown date. Part and lot numbers were not available for two of the locking screws in the system. Explant surgery was successfully completed on (B)(6) 2013. This report is for two, unknown locking screws. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). This report is for two, unknown locking screws. Devices were implanted on an unknown date in 2003. The investigation could not be completed; no conclusion could be drawn because the devices were not returned for evaluation and no part or lot numbers were provided.